Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure performed on (B)(6) 2016 as part of the (B)(6) study. On november 3, 2016 the patient underwent the first bronchial thermoplasty treatment to the right lower lobe of the lungs. No issues were noted with the device. According to the complainant, on (B)(6) 2016 the patient experienced pneumonia. The patient was seen in the emergency room for severe pneumonia and was hospitalized on (B)(6) 2016. The patient was treated with prednisone, clindamycin, and ceftriaxone. On (B)(6) 2016, the pneumonia resolved and the patient was discharged from the hospital. Baseline spirometry values; visit date: (B)(6) 2016. Post- bronchodilator: fev1: 1740.00 (site has been queried to confirm value); fev1 % predicted: 99.00. Fvc: 2700.00 (site has been queried to confirm value); fvc % predicted: 125.80. Additional information received on 16mar2017. The site has provided clarification on the baseline post spirometry data: baseline spirometry values; visit date: (B)(6) 2016. Post- bronchodilator: fev1: 1.74; fev1 % predicted: 99.00; fvc: 2.70; fvc % predicted: 125.80.

Manufacturer narrative:
Add'l info.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure performed on (B)(6) 2016 as part of the e7086 bsc bt registry clinical study. On (B)(6) 2016 the patient underwent the first bronchial thermoplasty treatment to the right lower lobe of the lungs. No issues were noted with the device. According to the complainant, on (B)(6) 2016 the patient experienced pneumonia. The patient was seen in the emergency room for severe pneumonia and was hospitalized on (B)(6) 2016. The patient was treated with prednisone, clindamicin, and ceftriaxone. On (B)(6) 2016 the pneumonia resolved and the patient was discharged from the hospital. Baseline spirometry values: visit date: (B)(6) 2016. Post- bronchodilator; fev1: 1740.00 (site has been queried to confirm value); fev1 % predicted: 99.00; fvc: 2700.00 (site has been queried to confirm value); fvc % predicted: 125.80. Additional information received on (B)(6) 2017. The site has provided clarification on the baseline post spirometry data: baseline spirometry values visit date: (B)(6) 2016. Post- bronchodilator; fev1: 1.74; fev1 % predicted: 99.00; fvc: 2.70; fvc % predicted: 125.80. Additional information received on (B)(6) 2017: during hospitalization, blood pressure was elevated so antihypertensive treatment was started with candesartan.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure performed on (B)(6) 2016 as part of (B)(6). On (B)(6) 2016 the patient underwent the first bronchial thermoplasty treatment to the right lower lobe of the lungs. No issues were noted with the device. According to the complainant, on (B)(6) 2016 the patient experienced pneumonia. The patient was seen in the emergency room for severe pneumonia and was hospitalized on (B)(6) 2016. The patient was treated with prednisone, clindamicine, and ceftriaxone. On (B)(6) 2016 the pneumonia resolved and the patient was discharged from the hospital. Baseline spiirometry values; visit date: (B)(6) 2016. Post- bronchodilator fev1: 1740.00 (site has been queried to confirm value), fev1 % predicted: 99.00, fvc: 2700.00 (site has been queried to confirm value), fvc % predicted: 125.80.